Event description:
The pt was implanted for treatment of depression. Reporter indicated that pt underwent vns therapy system explant due to ongoing complications. It was reported that after initial implant surgery, the pt experienced problems with healing of the chest incision site. Treating surgeon indicated that the chest incision site continued to "ooze" initially, but that he thought that it had healed enough to initiate device stimulation. Stimulation was initiated and the pt "did wonderfully" up until the development of staph infection and subsequent explant. At the time of initial implant surgery, both preoperative and intraoperative antibiotics were utilized. A postoperative course of antibiotic therapy was not prescribed. It is not known whether the pt had undergone any other surgical or dental procedures or invasive monitoring either three months pre or post vns implant surgery. The pt is not implanted with any other devices. Approx three months post implant, both the lead (including electrodes) and generator were explanted due to staph infection in the area of the pulse generator/pocket. During the explant surgery, it was noted that the generator had "moved from its original position" and that the lead wire was coiled, indicative of pt manipulation of the device through the skin. The infection has reportedly resulved and the pt is doing well. Treating physician indicated that the infection was believed to be related to the vns therapy; however, based on available info, the most probable cause of the reported infection is pt manipulation of the incision sites as evidenced by the movement of the generator and coiled appearance of the lead at the time of explant surgery.